Manufacturer narrative:
Corrected information provided in: d10 concomitant product/therapy. Upon receipt of the cuff and pump at our quality assurance laboratory, the device was thoroughly analyzed. Visual and microscopic examination of the cuff identified wear at a fold in the shell. Leakage testing of the cuff found there were no fluid leaks. Visual and microscopic examination of the pump found there was bodily fluid contamination inside the pump. The pump's kink resistant tubing (krt) had detached at the cuff section near the strain relief junction due to fatigue. Leakage testing of the pump krt found there was a fluid leak from the location of the fatigue.

Event description:
It was reported that the artificial urinary sphincter (aus) had not work properly due to a crack in the cuff connecting tube. The device was removed and replaced. There was no patient complications reported.

Event description:
It was reported that the artificial urinary sphincter (aus) had not work properly due to a crack in the cuff connecting tube. The device was removed and replaced. There were no patient complications reported.